Event description:
The mother of a female reported that since december 2005 her daughter has experienced at least 11 infusion set tubing's that have separated from the luer lock. She reported that her daughter's blood glucose values were not affected due to only the outer tubing separated while the inner tubing remained correctly attached. No medical assistance was required. No product was requested to be returned.

Manufacturer narrative:
H6: product not returned for evaluation.